Manufacturer narrative:
PMA/ 510k number = k142688. Additional information: physician's comment: "I suspect that the needle broke inside the handle. Since the needle could not be retracted into the sheath, I crushed the tip of needle, however, it did not happen during the procedure. (The user crushed the tip of the needle after the procedure.)¿ the device involved in this complaint is an echo-hd-19-c device of lot # c1191526. This echo device was received with the needle un-retracted and exposed from the sheath of the device. The needle was bent at the notch. The stylet was returned with the device and fully in-situ. The sheath of the device was fully intact and no damage was noted along the length of the sheath, however a kink was visible below the sheath extender when the sheath extender was positioned at reference mark 2-2.5. The distal sheath tip was examined but no damage was evident. The needle was confirmed to be broken below the sheath extender. The tip of the needle was examined and was confirmed to be intact however a severe kink was visible approx. 0.5cm from the distal tip at the needle notch. The needle tip was visually examined and damage was noted due to the customer ¿crushing¿ the needle after the procedure. The customer complaint was confirmed as the needle of the returned device could not be retracted due to needle breakage below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred during product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in retracting the needle. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this echo-hd-19-c device of lot # c1191526 did not reveal any discrepancies that could have contributed to this complaint issue. The precautions section of the instructions for use that accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The patient with suspected pancreatic cancer underwent eus-fna. There was no problem with the first puncture, however, the physician experienced difficulty when he retracted the needle into the sheath. After the second puncture, he could retract the needle into the sheath. When he attempted to retract the needle into sheath for the third puncture, the needle would not retract into the sheath. Another device was used instead to complete the procedure. No adverse effect to the patient reported.